Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr was able to duplicate the alarms. The gas delivered engine (gde) was replaced and the unit meets service specifications.

Event description:
It was reported that the ventilator was alarming circuit occlusion, circuit disconnect and safety valve open during patient use. The respiratory therapist manually ventilated the patient until they could place the patient on another ventilator. There was no harm to the patient.